Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 5 there was an air detected in cassette alarm and then when treatment was canceled and cassette was removed from cycler there fluid found in the pump module area and on the external cassette. In a follow-up, the patient verified there was no harm, adverse event or intervention associated with the leak. The patient let the cycler dry for 36 hours and then resumed use with no further issues encountered.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.